Event description:
It was reported that during a percutaneous transluminal coronary interventional (ptca) procedure, stent damage was found on analysis, and a vessel dissection was noted later in the procedure. The severely calcified lesion was located in the severely tortuous mid left main to left anterior descending (lad) arteries. Another manufacturer's 2.5mm balloon catheter was advanced for pre-dilatation, however, for unspecified reasons the balloon "failed". Another manufacturer's 3.0mm x 24mm balloon was advanced to the mid lm, however, this balloon also "failed". Another manufacturer's 3.0mm and a 3.0mm x 24mm balloon were advanced for successful pre-dilatation of the mid lm followed by the 3.0mm x 24mm balloon. The taxus liberte 3.5mm x 16mm stent delivery system (sds) was advanced to the mid-lcx and another manufacturer's 3.5mm x 28mm sds was simultaneously advanced to the ostium of the lad, however, the 3.5mm x 28mm stent was unable to cross the lesion. The physician removed both stents in tandem. The lesion was pre-dilated with an unspecified balloon. The taxus liberte 3.5mm x 16mm sds was advanced to the mid-left circumflex (lcx) artery and another manufacturer's 4.0mm x 30mm sds was advanced to the ostium of the (lad). The physician noted a type c vessel dissection at the ostium of the lad and a "slight" type b dissection at the aorta-lm junction. The patient was taken to the operating room where an emergency coronary artery bypass grafting (CABG) procedure was performed. The patient's status is reported as "bad".

Manufacturer narrative:
Visual examination of the returned device revealed damage to the proximal edge of the stent. The proximal stent struts were bunched back proximally. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. No further damage was noted with the returned device which could have contributed to the reported complaint. A review of the device history record (DHR) for this batch number found that the device met its material, assembly and product specifications. The most probable root cause can be attributed to handling.